Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of false negative urine hcg on icon 25 hcg (combo cassette). Patient came to physician's office after she received a positive result on an unspecified otc test. The result on the icon 25 hcg (combo cassette) was negative. The patient's serum was quantitated and result was 350 miu/ml. No reported adverse patient sequela.